Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was implanted within the lower esophagus of a cancer patient on (B)(6) 2010. According to the complainant, on (B)(6) 2010, the patient presented to the emergency room with dysphagia. An esophagogastroduodenoscopy procedure was performed, which revealed that the implanted stent had migrated, and damage to the covering of the stent. Despite attempts, boston scientific has been unable to confirm the exact damage to the stent covering. The patient's anatomy was reported to not be tortuous. The stent was removed with difficulty from the patient; however no complications or problems were reported. A competitor's stent (evolution) was successfully implanted within the patient on (B)(6) 2010. The patient's condition post procedure was reported to be stable.

Manufacturer narrative:
(B)(4)- no code available (medical intervention required). (B)(4)- no code available (stent cover damage; stent explanted). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was implanted within the lower esophagus of a cancer patient on (B)(6), 2010. According to the complainant, on (B)(6), 2010 the patient presented to the emergency room with dysphagia. An esophagogastroduodenoscopy procedure was performed, which revealed that the implanted stent had migrated, and damage to the covering of the stent. Despite attempts, boston scientific has been unable to confirm the exact damage to the stent covering. The patient's anatomy was reported to not be tortuous. The stent was removed with difficulty from the patient; however no complications or problems were reported. A competitor's stent (evolution) was successfully implanted within the patient on (B)(6), 2010. The patient's condition post procedure was reported to be stable.

Manufacturer narrative:
A visual examination revealed that only the deployed stent was returned for analysis. Examination of the returned stent found that it was fully expanded; however the polyurethane (pu) cover was torn both circumferentially and longitudinally. A portion of the pu cover on the distal end of the stent had been torn completely off, and was separate to the cover on the stent. The condition of the returned device was consistent with the complaint incident. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. Stent migration is listed as a post stent placement complication in the dfu. Therefore, the most probable root cause is anticipated procedural complication.